Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was implanted on (B)(6) 2009. It was not interrogated at that time. Two weeks later, its interrogation could not be completed. However, pacing pulses were reportedly delivered correctly. Nevertheless, the manufacturer recommended to evaluate device replacement.